Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04579. It was reported that pacemaker dependent patient was feeling pre-syncopal and dizzy. Merlin.net transmission revealed noise causing inhibition of pacing. When the patient presented in clinic, right ventricular (rv) oversensing episodes were observed. The oversensing was unable to be reproduced with isometric exercises. The rv lead was capped and replaced on (B)(6) 2019. During the procedure, the device was prophylactically explanted and replaced due to advisory. The patient was stable before, during, and post procedure.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).